Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag qualitative confirmatory lot 07199fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Additionally, clinical testing of the architect hbsag qualitative confirmatory assay has been evaluated with a retained in-house kit of the same lot# 07199fn00 and met all specifications, confirming that this lot is meeting the product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative confirmatory (lot# 07199fn00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false reactive architect hbsag result on one patient. Results provided: (B)(6) 2019 sid (B)(6) = 148.21 / 31.57 s/co; confirmation and other methods are positive. New sample (B)(6) 2019 sid (B)(6) = nonreactive. No impact to patient management was provided.